Manufacturer narrative:
Additional information provided in d.9., h.3., h.6. And h.10. The lens was returned positioned incorrectly in the lens case. Solution was dried on the lens. Both haptics are bent in the gusset and distal area. One haptic was broken in the distal tip area (not returned). The optic was torn/split/cracked into two portions. Both portions have multiple scratches on the anterior and posterior sides of the optic. The optic was pressed between the posts and down into the well area of the lens case. Upon return, the lens was observed to be placed into the lens case incorrectly resulting in damage. No cartridge returned for evaluation. Qualified associated products were indicated. The product investigation could not identify a root cause for the reported complaint. The issue was indicated to be that the lens was stuck with the handpiece plunger. The lens was not returned in a cartridge for evaluation. The cartridge was not returned for evaluation. The instruction for use (IFU) instructs: the lens should be inserted until the optic is a little more than half-way inside the cartridge. Use the holding forceps to gently push down on the lens, verifying that the lens is on the bottom surface of the cartridge. Using holding forceps, take the trailing haptic, and gently fold the haptic onto the anterior side of the optic. Slowly grip or push the optic edge to position the lens as far into the cartridge as the forceps will permit, while ensuring the lens remains on the bottom surface of the cartridge and the trailing haptic remains on the optic. Failure to follow these steps may cause the lens to advance incorrectly causing delivery issues and/or damage. The IFU also instructs to completely fill the cartridge with ophthalmic viscoelastic devices (ovds) immediately prior to loading and delivery of the lens. Do not attempt to load the lens without adequate ovd in the device. Not adequately filling the device with viscoelastic will result in inadequate coverage of lens and the lens fold path with ovd, which may result in damage. All lenses are 100% inspected for cosmetic attributes and the damage exhibited by the returned complaint sample would not have met company release criteria. Based on our observation, and the review of manufacturing records, it can be reasonably concluded that the damage is not manufacturing related. Due to the presence of surgical solution and the condition of the returned sample, the damage is most likely related to customer handling. Other lens damage was observed that may have occurred due to how the lens was positioned in the lens case for return. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
The product has not been returned to the manufacturing site. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. There have been no other complaints reported in the lot. The manufacturer internal reference number is: (B)(4).

Event description:
A non-healthcare professional reported that during the cataract surgery with intraocular lens (iol) implant procedure lens stuck with the injector plunger and cracked when further advance. The physician explanted and completed the procedure with backup lens without any complication. Additional information has been requested.